Event description:
It was reported, the physician had replaced the ipg due to the frequent recharge burden. It was reported, the pt was charging the ipg each day. The pt used high settings, but the program parameters of the scs system were not provided.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.